Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded.

Event description:
A report was received that the patient was not getting adequate coverage and relief. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.